Manufacturer narrative:
Additional information was received that the patient was placed on IV vancomycin along with IV ceftriaxone. Both medications were administered by home healthcare and the last dose was on (B)(6) 2011. The patient was reportedly doing well. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was recieved that the patient's entire precision system was explanted due to lead erosion through the skin. The entire system was explanted due to the risk of infection. The system was working properly and was providing stimulation. The patient was doing fine after the explant procedure.

Event description:
A report was rec'd that the pt's entire precision system was explanted due to lead erosion through the skin. The entire system was explanted due to the risk of infection. The system was working properly and was providing stimulation. The pt was doing fine after the explant procedure.